Event description:
Adult ICU / micu (medical intensive care unit) philips central monitor: patient safety issue. Epic and central telemonitor running time is very slow since three days prior. It takes almost 5 to 7 minute to do strips, it takes almost 30sec to 1 minute to be able to capture patient rhythm live, it takes another 1 to 3 minutes to print live strip (most recent episode). Contacted cts and epic hot line. Running time even slower today. Central phillips monitors at nursing stations are slow, have delay, we cannot accurately monitor patients if there is a delay in showing vitals when reviewing, or printing. Manufacturer response for central monitoring system, piic-ix (per site reporter). Philips was contacted last week in regard to this issue. Philips tried resolving the issue remotely by resetting the servers. A philips service representative came in today to evaluate but could not find any issues with the philips network. They determined that it is likely an issue with the network. All of the monitors are currently displaying patient data, but they are running slowly when trying to retrieve previously recorded data. This morning, philip¿s tech said that he was able to remote in and check the latency of the philips system. He said that it was still a little slow this morning, but everything looked good when he checked around 10:30 am. I also went back to the ICU this afternoon and checked the monitors, and everything seems to be working properly. The monitor techs are able to retrieve the patient's waveform under the "review" tab, and the data loads in about a second. The monitor tech said that it is working much better than it was this weekend. To my understanding, philips was unable to find any issues with their system. Philips is continuing to investigate.